Event description:
Customer reported unexpected negative reactions on the echo, on a patient sample known to contain anti-e. The sample had negative reactions with all cells on capture-r ready ID; it should have been positive for cells 1, 3, and 6.

Manufacturer narrative:
Reactiivty of the e antigen was confirmed on retention crrid, lot id104, and crrs (3), lot r027 used by the customer at the time of the event. Manual testing was performed with the customer's returned patient sample using selected e+ and e- cells from retention crrs (3), lot r027, and crrid, lot id104. The sample was nonreactive with all e- cells and exhibited negative to very weak reactivity with all e+ cells. Hemagglutination tube testing was performed with the customer's sample using retention panoscreen I, ii, and iii, lot 30855r. Immuadd, lot 6n5509, was used as potentiator and testing was performed at is, 15'rt, 20'37c, and iat. 1+ reactivity was observed at 20'37 and very weak microscopically positive at iat with cell ii (r2r2). The sample was nonreactive in all other testing.